Event description:
It was reported the patient was having their battery changed. It was noted that during the procedure the impedances on 0, 1 were less than fifty ohms.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).